Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy. The patient said they may be developing an allergy to latex. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. The patient reported reaching out to the physician, but there is no indication of medical intervention. The doctor referred the patient to a dermatologist, that appointment is not for a few months. The outcome of the irritation is unknown as follow up attempts were unsuccessful.